Event description:
Reporter indicated a vns (B) (6) handheld computer would not perform a reset. The computer has been requested for return, but has not been received to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.